Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that there was a defective instrument, as the tip of the tracker was bent and had to be replaced. The suspected cause of the bent tip was that the surgeon exerts great pressure on the shaft causing it to bend. No patient was present when the issue was identified.

Manufacturer narrative:
The sharp awl instrument tracker was returned to the manufacturer for analysis. Analysis found that the tip of the returned sharp awl had been blunted, but it was not bent. There were many tool marks all over the surface of the returned instrument, as well as impact marks at the back end. Analysis found that the reported event was related to a mechanical issue. Fdm b01, fdr c07, and fdc d02 are applicable to the hardware analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.